Event description:
It was reported that the bd plastipak¿ syringe plunger was broken. The following information was provided by the initial reporter, translated from french to english: the plunger was broken before use.

Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, it can be observed the plunger of the syringe is broken. A device history review was performed for reported lot 2302035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information possible root cause is associated by a hit or a jamming in packaging process.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe plunger was broken. The following information was provided by the initial reporter, translated from french to english: the plunger was broken before use.